Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience of no energy output could not be confirmed, as the event unit met current specifications and there were no visible non-conformances. Applied medical is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: colon procedure two complaints have been created from this report. Complaint # (B)(4) (1 out of 2). Complaint # (B)(4) (2 out of 2). Limited information available at this time. The rep was not present during the case. The jaws of the device was placed on the tissue, and the fuse activation button was activated. The generator went through the full seal tones, including the end tone. The surgeon then cut the tissue with the blade lever. When the jaws were removed from the tissue, it was noticed that no energy was delivered to the tissue and no seal was formed. The tissue was bleeding from where the blade lever transected the tissue. The surgeon opened up a second device to control the bleed but it also did not deliver energy to the tissue. A third device was opened which worked successfully. With this device the surgeon was able to control the bleed and complete the case. The products are not available for return. They were discarded by the facility. Additional information received via email on 04mar2020 from [applied medical representative], entered by [applied medical representative]. "After visiting the account today I discovered that they did hold the devices to be sent back for examination." Additional information received via email on 19mar2020 from [applied medical representative] (entered by [applied medical representative]). The rep was able to speak to the surgeon about both cases. "The only thing he mentioned that was different than what the nurses in the room told me is that he heard an audible click in the hand piece before the unit stopped working. This happened for both hand pieces that were returned." Patient status: no patient injury. Type of intervention: a third device was used to control the bleeding and complete the case.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Name of procedure being performed: colon procedure. Two complaints have been created from this report. Complaint # (B)(4) (1 out of 2). Complaint #(B)(4) (2 out of 2). Limited information available at this time. The rep was not present during the case. The jaws of the device was placed on the tissue and the fuse activation button was activated. The generator went through the full seal tones, including the end tone. The surgeon then cut the tissue with the blade lever. When the jaws were removed from the tissue, it was noticed that no energy was delivered to the tissue and no seal was formed. The tissue was bleeding from where the blade lever transected the tissue. The surgeon opened up a second device to control the bleed but it also did not deliver energy to the tissue. A third device was opened which worked successfully. With this device the surgeon was able to control the bleed and complete the case. The products are not available for return. They were discarded by the facility. Additional information received via email on 04mar2020 from [applied medical representative], entered by [applied medical representative]. "After visiting the account today I discovered that they did hold the devices to be sent back for examination." Additional information received via email on 19mar2020 from [applied medical representative]. (Entered by [applied medical representative]). The rep was able to speak to the surgeon about both cases. "The only thing he mentioned that was different than what the nurses in the room told me is that he heard an audible click in the hand piece before the unit stopped working. This happened for both hand pieces that were returned." Patient status: no patient injury. Type of intervention: a third device was used to control the bleeding and complete the case.